Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent primary breast augmentation with a 350cc mentor memorygel breast implant (left) and a 225cc mentor memorygel breast implant (right) experienced bilateral baker grade iii capsular contracture post procedure. It was stated that the capsule has remained the same since (B)(6) 2016. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. See 1645337-2020-06794 for contralateral prosthesis report.

Manufacturer narrative:
Additional information was received on february 19, 2025. In addition to the capsular contracture reported initially, the patient also experienced left sided rupture. Explant is planned for (B)(6) 2025. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: capsular contracture / rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on march 27, 2025. Replacement with mentor gel implants was performed with explant. In addition to the issues reported previously, the patient also experienced right sided gel bleed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the photograph provided was completed by the failure analysis lab on april 23, 2025. Device evaluation summary: upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. As the product involved in this complaint was not received, the device could not be analyzed according to our procedures. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria: no corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).